Event description:
It was reported the device had a damaged occlusion joint. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, damaged battery compartment, scratched/damaged lcd lens, and a damaged ac connector. Visual inspection was able to verify and duplicate the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.